Manufacturer narrative:
A fracture of the ring electrode cables and inner coil was noted at 1.5 cm from the distal tip consistent with elevated threshold, noise and high lead impedance. This fracture is consistent with the observation from the field of elevated threshold, noise and high lead impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular - rv lead exhibited noise oversensing causing inappropriate shock. The patient then presented to the hospital and, upon interrogation, had episodes of decreased ventricular sensing, high pacing impedance and high capture threshold. An x-ray was performed and the rv lead was found to have been fractured. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.